Event description:
It was reported that the patient's right hip was revised due to a greater trochanter fracture. An orif was performed and the head and liner were exchanged. Rep confirmed there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.